Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and gynemesh ps was implanted. It was reported that following insertion the patient experienced urge incontinence, urinary frequency, retention, recurrent pelvic organ prolapse, and vaginal discharge. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.